Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of a 61 mm in diameter abdominal aortic aneurysm. Endurant aortic cuffs were implanted approximately 50 months later. It was reported that approximately seven years and six months post index procedure a CT revealed that there was a type iii separation endoleak between the aneurx stent graft and the endurant aortic cuff. Approximately one month later the physician elected to implant and endurant bifurcated stent graft with endurant iliac limbs and the event was resolved. The physician stated that the cause of the type iii separation endoleak was related to the patients anatomy of aortic remodeling. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.